Event description:
It was reported that the ventricular device dislodged during the implant procedure. The device was retrieved and replaced to resolve the event. The patient was in stable condition. After retrieval, the helix of the device was observed to be damaged.

Manufacturer narrative:
Reported event of helix break and device dislodged or dislocated were not confirmed. Visual inspection found no anomaly on the helix and the helix length is within specification per manufacturing tolerances. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.